Event description:
Intubated pt, ventilator alarm did not ring. This is the second time this has occurred. Pt is ok as he was cared for immediately. The knob was turned down yet nursing nor respiratory therapy did not turn. Hosp biomed found no other concern with machine.